Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during percutaneous coronary intervention procedure a 15/2.0mm maverick2 monorail balloon catheter was advanced to the target lesion and when the balloon was inflated to 11atms, the joint point between the delivery shaft and the hypotube was broken. It was noted that the broken point was outside of the pt. No pt complications were reported. However, returned product analysis revealed that the hypotube break was measured at approx 61cm distal from the catheters strain relief.

Manufacturer narrative:
Following a device analysis it was noted that the condition of the returned device was consistent with the complaint incident. The device was returned for analysis in two sections as a result of a break that occurred in the hypotube. The break was measured at approx 61cm distal from the catheters strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.